Event description:
The clinic reported that a laser vision correction patient presented with slow vision recovery post operatively and loss of visual acuity on right eye. Right eye was 20/20 pre-operation and was 20/60 post-operation. Patient reported to doctor having blurry vision with lots of right eye shadowing.

Manufacturer narrative:
Date of event - (B)(6) 2013. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.